Manufacturer narrative:
(B)(4). Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Since there was no note of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to use. Possibly the balloon material was damaged (scratched) during interactions with other devices and/or the pt anatomy, such that the balloon ruptured upon inflation. Although there does not appear to be a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the balloon ruptured during the procedure at 12 atm. The balloon was withdrawn from the pt without further incident. It is unk whether there was any calcium present or whether the vessel was tortuous. No pt effects were reported. No additional info is available.